Event description:
Migration of coil device being used to close patent ductus arteriousus (pda) and embolization of occlusion coil into subsegmental artery of left pulmonary artery. Unable to retrieve. Admitted from sds for 23 hours observation and discharged home. Will return at a later date for re-exploration.

Manufacturer narrative:
Evaluation: no product was returned, only the lot number was provided to assist us with this investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. Referencing the info for use booklet, we suggest that the last embolization coil be positioned with particular care. This embolization coil should not be left too close to the inlet of the artery and should be intermeshed with the previous embolization coils if possible: it should be of sufficient size to wedge against the arterial walls. A minimal, but sufficient arterial blood flow should remain to hold this embolization coils or other embolic materials until a solid clot insures a permanent fixation. The purpose of these suggestions is to minimize the possibility of a loose embolization coil becoming dislodged and obstructing a normal and essential arterial channel. Therefore, the info provided suggests this event may have been related to procedural factors. This device is inspected 100% verifying proper coil length, curl diameter, securement of distal weld, proper spacing and length of dacron, verifying coil is free of sharp edges and/or burrs, kinks and that the coil has been properly loaded onto the shipping stylet and placed into the shipping cartridge.